Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was alarming faulty backup battery (ebb) for the third time in the past few months. Log files were submitted for review and captured persistent ebb faults all throughout the log. It appeared the ebb failed the load test causing these ebb faults. A system controller exchange resolved the issue.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and UDI number corrected. Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file; however, the alarm was not reproduced during testing of the returned system controller. The system controller event log files contained approximately 1 day of relevant data combined (28feb2024 ¿ 29feb2024 per the timestamp). The log files captured a backup battery fault alarm from the first event in the log files (captured on 28feb2024 at 07:34:10) to 29feb2024 at 13:46:15 due to the backup battery not passing the load test. The exact time the alarm activated and the initial conditions that caused the alarm to activate could not be determined from these log files as the data was overwritten by newer incoming data. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller periodic log files contained data spanning approximately 990 days (14jun2021 ¿ 29feb2024 per the timestamp). The log files captured a backup battery fault alarm from 28feb2024 at 10:07:14 to 29feb2024 at 10:07:08 due to the backup battery not passing the load test. The periodic log files only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the alarm activated and the initial conditions that caused the alarm to activate cannot be determined from these log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing and a fault was not reproduced. After operating in a mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 28apr2021. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on 22oct2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.